Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that a remote transmission showed a right ventricular lead warning for high impedance. An x-ray revealed that the setscrew was not fully inserted. A procedure was scheduled to fully insert the setscrew. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.